Event description:
It was reported by the customer's husband that the customer had high blood glucose levels. Caller rewound the pump and filled tubing. Caller stated that he saw drops. Customer's blood glucose level was 476 mg/dl. Caller ran a 5 unit bolus and nothing came out. Pump passed the high pressure test. Caller was able to detect occlusion. Pump passed self-test and displacement test. Caller was advised that it could have been due to some blockage. Caller will send their infusion sets and reservoirs for analysis. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-91371.